Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and it was determined that the customer was using cartridges for 7 day's and aspart insulin. Tandem technical support informed customer that cartriges used longer than 48-72 hours and aspart insulin is off label per the user guide. Customer resumed insulin delivery. Customers blood glucose was 287 mg/dl.